Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disc disease procedure: l4-5 posterior lumbar interbody fusion(plif) it was reported that on (B)(6) 2016, intra-op, tip of the screwdriver broke as the bone of the patient was very hard. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis :visually confirmed approximately approx 3mm of instrument tip has been broken off, consistent with interface during usage. Optical fracture surface examination reveals a fairly flat fracture surface and circular material displacement. Inspection of the shaft diameter confirmed conformance to print specification. Inspection of the material hardness was found to be above print specification. The above findings are consistent with manufacturing error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.